Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had insulin pump error and insulin pump was not able to rewind. Customer¿s blood glucose was 172 mg/dl. Customer stated that reservoir had damage and there was insulin in reservoir compartment. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 37 alarm noted during testing. However, corroded motor home switch noted during visual inspection.